Manufacturer narrative:
D9, g3, h2,h3 and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The locking detail of the device is damage from attempted insertion. The visual also confirms some scratches on the surface of the insert. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. Review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, while trying to place the gii ps insert sz 3-4 9mm, which apparently has no defect, it did not fit. Another insert was tried and it could be inserted without any problem. No delay to procedure. No injuries or other complications were reported at this time.